Manufacturer narrative:
Continuation of d10: product ID {evolutfx}; product type: {0195-heartvalves}; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during loading of a transcatheter valve, prior to insertion into the patient, a misload was identified and two infolds occurred. Additionally, the capsule of the delivery catheter system (dcs) appeared stretched during loading. Therefore, a new valve was loaded into a new dcs without any issues. A pre-implant balloon aortic valvuloplasty was performed due to calcification. It was noted that a 10 minute procedural delay occurred as a result of the misload. No patient complications were reported as a result of this event.

Manufacturer narrative:
Updated data: b5. Added second paragraph. E1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during loading of a transcatheter valve, prior to insertion into the patient, a misload was identified and two infolds occurred. Additionally, the capsule of the delivery catheter system (dcs) appeared stretched during loading. Therefore, a new valve was loaded into a new dcs without any issues. A pre-implant balloon aortic valvuloplasty was performed due to calcification. It was noted that a 10 minute procedural delay occurred as a result of the misload. No patient complications were reported as a result of this event. Additional information was received indication that the misload was identified visually and via fluoroscopic inspection. The misload was due to a frame node overlap touching node 4. The misloaded valves were not inserted into the patient; therefore, no infolding occurred in relation to the misloaded valves.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Updated data: b5. Added third paragraph. H6. H11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during loading of a transcatheter valve, prior to insertion into the patient, a misload was identified and two infolds occurred. Additionally, the capsule of the delivery catheter system (dcs) appeared stretched during loading. Therefore, a new valve was loaded into a new dcs without any issues. A pre-implant balloon aortic valvuloplasty was performed due to calcification. It was noted that a 10 minute procedural delay occurred as a result of the misload. No patient complications were reported as a result of this event. Additional information was received indication that the misload was identified visually and via fluoroscopic inspection. The misload was due to a frame node overlap touching node 4. The misloaded valves were not inserted into the patient; therefore, no infolding occurred in relation to the misloaded valves. Additional information was received indicating that both misloads occurred with the same valve and dcs. The misloaded valve was never inserted into the patient. Of note, the dcs capsule appeared to be bowed and there was no separation of components.